Event description:
A call to technical services was made on 4/11/2013 stating that this lead had little noise when moving patient's left arm which resulted in some l vs and inhibition lvp. Technical services stated that there was pacing inhibition which was caused by noise on this lead. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).